Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the heartstring was loaded in the usual way, the seal remained in the coordinating device, making it unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 17feb2020. An investigation was conducted on 20feb2020. A visual inspection was conducted. Signs of clinical use was observed with evidence of blood on the devices. The seal and tension spring assembly were observed to have been left inside the loading device, confirming the reported failure ¿fitting problem". The seal and tension spring assembly was removed from the loading device. The seal and tension spring assembly was observed to be intact with no visual defects observed. The white plunger on the delivery device was observed to be slightly depressed with the blue slide lock not engaged. Measurements of the delivery tube were taken. The inner diameter was measured at 0.197 inches and the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches . The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), when the heartstring was loaded in the usual way, the seal remained in the coordinating device, making it unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.